Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The collimator was calibrated and the connectors to the dvd drive were reseated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system had a capacity disk failure and collimator iris too large error messages. No pt injury was reported.